Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station did not power on. A field service engineer (fse) found that the station would not power on. Pharmacy staff had verified the power outlet was functioning normally. Fse removed the rear panel from the drawer and confirmed lights were not flickering when attempting to power on, indicating a drawer issue. Replaced the power supply, and the station powered back on. Pharmacy staff verified the station was functioning normally. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station did not power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.